Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set and cartridge and received another occlusion alarm. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer's blood glucose (bg) level was 500 mg/dl at its highest and a manual injection was administered to address the bg level. Reportedly, the customer keeps their pump inside a fit belt without a case. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.